Manufacturer narrative:
The ra2-004002 locking cover driver was returned and evaluated. The locking cover driver was observed to have a sheared distal drive feature, confirming the reported failure mode. The remaining hexalobe feature shows signs of deformation (twisting). Root cause: the drive feature shows evidence of twisting, suggesting that excessive torque was applied during placement. This excessive torque caused the tip to shear off. The locking cover driver is designed for use with the 20 in-lb torque-limiting handles (ra2-006005). Information regarding the surgical technique or events leading to the reported fracture was not made available, however, failure to use the torque-limiting handle may result in damage to the instrument. Exact root cause was unable to be determined without further information.

Event description:
On (B)(6) 2026, orthofix was notified of an event involving the seaspine meridian system. According to the reporter, a portion of the meridian locking cover driver fractured and became lodged within the locking cover in situ. The broken tip remained embedded in the locking cover and could not be retrieved. No patient injury was reported, and the procedure was completed without clinically significant delay.